Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainerâ® eclipseâ¿¢ blood collection needle there was poor sleeve function. This event occurred 25 times. The following information was provided by the initial reporter. The customer stated: "in some blood draws, the sleeve found in the inner part of the adaptor didn't recover. When the tube is removed to insert other, it stays bleeding from the patient. There was no damage to patient/health professional, and no medical intervention required. There was exposure to blood over the skin."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor sleeve recovery causing sleeve leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of sleeve recovery/ sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve recovery/ sleeve leakage. Bd determined that the root cause of the indicated failure mode was attributed to insufficient lubrication coverage on the non patient cannula causing the sleeve to not recover fully. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function. This event occurred 25 times. The following information was provided by the initial reporter. The customer stated: "in some blood draws, the sleeve found in the inner part of the adaptor didn't recover. When the tube is removed to insert other, it stays bleeding from the patient. There was no damage to patient/health professional, and no medical intervention required. There was exposure to blood over the skin."